Event description:
Information was received indicating that during use of a smiths medical cadd solis vip pump, only part of the treatment was administered. No patient consequences were reported. No adverse effects were reported.